Manufacturer narrative:
E1 - initial reporter phone: (B)(6). B3: date of event is unknown; no information has been provided to date. One device was received. Per visual inspection, scratched screen and syringe port cracked. The complaint was verified by functional testing. The root cause was determined to be a faulty syringe sensor. To address the problem, the rear housing was replaced. After this repair, the device successfully passed all functional tests. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
It was reported that the device kept stopping while loading. The event occurred during testing. There was no delay in therapy. There was no patient involvement, and no harm/adverse event was reported.